Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had a non-functional therapy electrode.

Manufacturer narrative:
Evaluation: deice evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrode) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The j2 tab inside of the rear 1-wire therapy pad was not properly soldered. The cause for the failure was isolated to the improperly soldered j2 tab. The root cause for the improper solder was an assembly error. A corrective action was issued for this error. No adverse event resulted from the non-functional therapy pad.